Event description:
The olympus representative reported that during a diagnostic endoscopy, the evis exera ii ultrasound gastrovideoscope had an image problem. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a gap of adhesive on the distal end and another gap between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the adhesive gap on the distal end and the contact between the lens and the probe noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to wear of the forceps elevator lever, the up/down knob could not be locked securely; the forceps channel port was dirty; the switch 1 had a cut; the t-nut was loose; due to deformation of the s-connector, water tightness was lost; the guide pin on the electrical connector was shaved, causing water tightness to be lost; and the sheet holder unit had corrosion due to water leakage. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus further received information that the procedure was not completed successfully, it was interrupted.

Manufacturer narrative:
Updated field: b5 to reflect the additional information received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely that a gap was created between the lens and the ultrasonic probe due to handling. In addition, it is likely that the procedure was interrupted due to temporary irrigation/water intrusion of the lens caused by the gap between the lens and the ultrasonic probe. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.